Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported observation of frequent charging was not confirmed during electrical analysis. When calculating the recharge burden from the stimulation test based on a daily current usage, the device would require a recharge after 27 days. This suggest the device is functioning properly. The root cause of the observation was not ascertained. The returned device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry, all test steps passed.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing a recharge burden. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.